Event description:
It was initially reported that the site was having communication issues with their programming wand. No further details have been made available. The device has been returned to the manufacturer, but the analysis has yet to be completed.